Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented a remote transmission with episodes of non-sustained rv oversensing. Further evaluation noted the signals being oversensed of myopotentials. It was discussed to have the patient tested for the oversensing doing breathing exercises and isometrics, and programming changes. The patient presented to the clinic and programming changes were made. The patient was asymptomatic.